Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the proximal left anterior descending artery with one 2.75 x 23 xience v stent. On (B)(6) 2010, a persistent restenosis was discovered during a follow-up coronary angiogram. The patient underwent percutaneous coronary revascularization in the target lesion with two drug eluting stents. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Event description:
It was reported that during a stenting treatment procedure stent damaged occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx). The lesion was predilated with an unspecified balloon and then a 3.00x28mm taxus liberte stent delivery system (sds) was advanced to the lcx; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent struts were raised. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is good.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of restenosis, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.